Event description:
It was reported patients ipg reached end of life as her battery depleted earlier due to using high power. It was noted that patient moved from burst stimulation to tonic and was using higher than average power. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue. Effective therapy restored post-op.

Manufacturer narrative:
B3- date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.